Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hypoglycemia. The customer blood glucose level was 42 mg/dl. The customer was treated with soda. It was unknown that if the insulin pump was in auto mode at the time of the incident. The customer declined troubleshooting for low blood glucose. The device will not be return for analysis.